Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received result of 317 mg/dl on the aviva system and 106 mg/dl on professional's mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.